Event description:
It was reported that cartridge alarms occurred during the load sequence with multiple cartridges. Customer's blood glucose level was 266-267 mg/dl. Reportedly, customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.